Event description:
A complaint was received that certain standard abutment did not fit with a temporary cylinder. Once complaint was verified, a recall was initiated. When doctor was contacted due to recall, the doctor stated the dental abutment had already been placed in a patient. The doctor was instructed to have the patient return so that the recalled abutment could be removed and replaced with another type of abutment.